Event description:
After hemodialysis catheter insertion, the guidewire was removed. Upon removal it was noted to have 'unraveled' from the core wire. There initially was concern for a retained item so the catheter was removed. Follow-up imaging showed no retained items.